Event description:
In 2007, the company received report where it was claimed that the "curvature of the tube was too shallow." The caller reported that the patient experienced difficulty breathing. The caller reported that replacement of the tube was required.